Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were broken caps. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there were "two damaged caps.".

Manufacturer narrative:
Investigation summary bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for 'damaged caps' with the incident lot was observed. Customer samples were further disassembled and inspected for improper curing of the stopper. No defects were found in the stopper appearance. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of 'damaged caps' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were broken caps. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there were "two damaged caps."